Event description:
Device information: device name: smartdrive model number: mx2-162, serial number: (B)(6), manufacture date: 08-21-2024. Description of issue: I am writing to report a critical safety issue I have been experiencing with my smartdrive device, specifically the model number: mx2-162. Over the past couple months, I have encountered an alarming malfunction where the power assist suddenly cuts off while I am using the device. When this occurs, I must manually adjust the control dial back to zero before I am able to use the device again. This issue presents a severe risk to my safety. The sudden power loss leaves me temporarily immobilized, and I am unable to continue moving until the system resets. On several occasions, this malfunction has put me in imminent danger, especially when navigating in areas with heavy traffic or on ramps. The unpredictability of the device's performance leaves me at risk of being hit by cars or falling, particularly when I am unable to react quickly enough to avoid potential hazards. While I am aware that there is currently a recall for certain smartdrive devices, I have learned that my specific unit, the mx2-162, is not included in this recall. Despite the recall, my device continues to malfunction in a way that jeopardizes my safety and well-being. Impact on safety: the unanticipated power loss has left me feeling highly vulnerable while using the device. The loss of power can occur at any time, leaving me stranded in dangerous situations where I am at risk of injury or worse. I have had multiple close calls where I was nearly struck by vehicles because the device suddenly stopped moving, and I was unable to reposition myself in time. Additionally, on ramps or inclines, the abrupt power loss has caused me to lose balance, increasing the likelihood of falling. Given the severity of this issue and the ongoing risks it poses, I request that the FDA take immediate action to investigate the malfunction of the smartdrive model: mx2-162 and address the safety concerns associated with it.